Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. Reportedly customer's blood glucose was 427. Customer was hospitalized due to ketones. Customer was treated with IV fluids. The customer was reported to be much better on (B)(6) 2014.